Event description:
It is reported that the patient was revised due to osteolysis.

Manufacturer narrative:
Evaluation summary: the implants were not returned for evaluation, but x-rays were sent for evaluation. It was noticed in the x-rays that there was shadowing, what appears to be osteolysis, around both bone screws and under the lateral side of the tibial baseplate. Without additional information, the exact cause cannot be conclusively determined at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should additional substantive information be received, the complaint will be re-opened.